Event description:
It was reported that the device had a damaged lens. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found downstream occlusion sensor (dso) seal lifting. Replaced dso seal. Calibrated dso. Updated software to the latest version and reset to standard configuration. Preformed performance verification tests (pvt) unit passed all test criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.